Event description:
Caller indicated that the advance meter gave a reading of 92 mg/dl at 3:00am and at 3:30am. Paramedics were called and arrived approx 10 minutes later (at 3:40am) and the result on their meter was 34 mg/dl. Paramedics adminstered glucose solution and transported pt to the hosp. At the hosp, the pt was tested with the advance meter/strips (result=215 mg/dl) and the hosp meter (result=134 mg/dl) at the same time.